Event description:
It was reported that the patient was seen by another physician in the united states and high impedance was observed again. The patient was referred for surgery. The patient underwent generator and lead replacement. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that high impedance was observed for the vns patient with a dcdc of 7. It was stated that an x-ray has been ordered. It was reported that the patient¿s device was disabled due to the high impedance. No patient manipulation or trauma occur that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. A copy of the programming history was provided for review and it indicated that high impedance was first observed on (B)(6) 2013. A copy of the patient¿s x-rays were also received for review. The lead connector pin seems fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. No clear lead break was found on the assessable portions of the lead. Part of the lead was behind the generator and could not be assessed. Based on the x-rays images, no obvious cause of the reported high impedance was identified.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator was completed on 12/03/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was completed on 12/11/2014. Note that the majority of the lead assembly (body) including the anchor tether was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.